Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced discomfort with stimulation. Programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The dissection and scanning electron microscopy analysis of the electrode array revealed evidence of wire insulation damaged on an electrode at an electrode contact pad. The reported complaints of pain and non-auditory sensations could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. However, damage to the parylene wire coating was found on an electrode where the wire passed the adjacent electrode contact pad. Although no electrode shorts were electrically verified, this damage show evidence that these abnormalities most likely caused the shorts, which are consistent with the electrode shorts observed during integrity test. A CAPA was implemented. This is the final report.